Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion that was contributed to by high right ventricular (rv) lead thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle (rv) was elevated. Analyst commented, rv output set to 5v and 1.0 millisecond.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).